Manufacturer narrative:
Updated codes.

Event description:
Imdrf codes must be updated.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA, march 2024. Medwatch report is (B)(4). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd eclipsetm needle 25g x 5/8"tw safety shield broke off. The following information was provided by the initial reporter: "rn was administering sub q heparin to patient. After administering, she pushed safety device to cover needle, but the device broke off at the hinge and the rn was stuck with the dirty needle. Needlestick - blood/bodily fluid exposure." Rn seen by the employee health department.